Manufacturer narrative:
Conclusion: one actual explanted mesh without any foil or packaging was returned for evaluation. Upon visual evaluation, the implant showed damages (fraying mesh filaments) at the margins and 1 hole near the margin. The cause for the loosening of the mesh cannot be determined. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/11/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent open hernia repair on (B)(6) 2015 and mesh was implanted. The surgeon initiated the procedure by robotic approach and converted to open due to the fact that the patient had a pre-existing mesh that could not be retrieved by robotic means. Upon placement of the mesh on (B)(6) 2015, the physician cut the mesh to fit and the physician opined the sutures correctly retained the mesh upon placement. The defect was closed. The patient was described by the physician as muscular and was taking testosterone therapy. Post-operatively, the patient experienced illness and an obstruction was diagnosed. It was reported that the physician believes that the patient had developed an ileus by (B)(6) 2015 and the physician cannot state the patient's activity following the procedure of (B)(6) 2015. The patient underwent a repeat procedure on (B)(6) 2015 and the physician reported one side of the mesh had broken free of the suture line and was no longer connected to the fascia. The sutures were found to be intact to the muscle and fascia. The mesh was reported to have torn away, was balled up and was near the bowel. The mesh was removed and sent to pathology for gross examination.